Manufacturer narrative:
The device was returned for analysis. Proximal ring 3 seal was damaged and a rust color was under the seal and electrode. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device was connected to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.4c), the maestro displayed 21c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. After the third ablation was completed, the pump was set to continuously run for 30 minutes at 30ml/min. Ablation was verified again by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0740 psi and 0.0652 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The lumen pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.7555 psi and 0.6771 psi (spec limit is 0.044 psi).

Event description:
Reportable based on device analysis completed on 12-jul-2019. It was reported that the generator displayed an "excessive temperature" error. During an atrial fibrillation ablation procedure in the left atrium, the maestro 3000 generator was displaying an excessive temperature error and would not ablate. The generator was in power control mode and the irrigation settings were 2ml/min and 30ml/min while ablating. The device was irrigated at all times while inside the patient. The intellanav mifi open-irrigated catheter was replaced with another of the same kind, and the procedure was completed successfully. There were no adverse impacts to the patient. Device analysis revealed evidence of fluid ingress and a damaged proximal ring 3 seal.